Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 445 mg/dl at the time of incident. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer stated that the belt clip was damaged. No further patient complications were reported. Troubleshooting was performed, and the customer will continue to use the device.